Event description:
It was reported that the insulin pump alarmed multiple errors including motor error during basal delivery. The customer tried clearing the error alarm but it persisted. The customer's blood glucose was 128 mg/dl. The drive support cap was recessed. There were a few scratches on the insulin pump. The customer does not use the sensor feature. The customer also stated that they have been experiencing high blood glucose levels for several days. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The displacement test could not be performed due to the motor error alarm. No alarm for the drive support disk could be verified and the displacement, occlusion, prime, and no delivery tests could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked reservoir tube.